Event description:
On (B)(6) 2011, olympus biotech (B)(4) learned of an adverse event in the literature (o'heireamhoin et al, 'the use of bone morphogenetic protein 7 in fracture non unions', published in orthopaedic surgery, 2011, vol 3, no. 1, p 40-44). In the paper the authors describe a '(B)(6) female pt with a comminuted subtrochanteric and mid shaft femoral fracture that was initially treated with a dynamic condular screw (dcs) on an unk date. Ten months after this initial procedure, union had not taken place and a plain film revealed that the dcs plate had broken. The pt subsequently underwent a revision procedure during which her fracture was replated and augmented with bmp-7. Five months postoperatively, the pt still had not achieved union and the new dcs plate was observed to have broken. The pt underwent a final revision procedure at which time she received add'l bmp-7. The authors reported that 'radiological and clinical union' was established eight months following this revision surgery. Add'l info will be requested from the corresponding author.